Event description:
This lead was implanted on (B)(6) 2008 and remains implanted. In (B)(6) 2011 the lead was stable at 650 ohms. In mid august changes to IV pacing configuration and impedances increased to 1400 ohms. Changes to pacing configuration from lv-ring-->can to lv-tip--> lv-ring. No other diagnotic changes, threshold, sensing stable with no noise. Ts would expect to see a rise in impedance based on the new configuration with a smaller surface area. Range is not oor as this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).